Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported consuming a cracker and drinking some milk at 1am on (B)(6). The patient denied developing any symptoms. The patient reported increasing their usual dose of insulin sometime after 1am. The patient denied testing on any other device at this time. At the time of troubleshooting the ccs verified that the test strips were stored correctly (per owner's booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not report any medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.